Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the user observed a cable failure while the device was in use on a patient. No adverse patient impact was reported by the customer.